Event description:
It was reported that during a percutaneous coronary angioplasty treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in a severely tortuous middle right coronary artery. A taxus liberte long, (mr) 38 x 3.00mm stent delivery system failed to cross the lesion. The stent delivery system was removed and stent damage was noted. The procedure was completed with a different device. No further patient complications were reported and the patient's status is good

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).